Event description:
Pt was approximately one year status post anterior cruciate ligament repair and presented with pain on lateral aspect of knee. Pt stated a "popping sound" was noted. Joint fused and range of motion was decreased. A MRI revealed a large fragment of the device (bioscrew) wich was removed by arthroscopy. Acl repair was unaffected by event.